Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced power connection alarms when changing power sources from his power module to batteries. The system controller reportedly did not recognize the batteries and a pump stoppage occurred. The battery clips and system controller were exchanged and the alarms were unable to be reproduced. The patient was asymptomatic during the event. The log file submitted to the manufacturer for review confirmed the reported loss of power. It was reported that both the system controller and battery clips were disposed of at the hospital and therefore would not be returned for evaluation.

Manufacturer narrative:
The reported event of low voltage alarms (power connection alarms) was confirmed based on the information recorded in the provided system controller log file. The log file contained a low voltage advisory alarm consistent with a depleted 14 volt li-ion battery. The log file also contained a power cable disconnect alarm followed by a time clock reset, indicating a complete loss of power. After the power was restored, the system operated for approximately 3 hours and 13 minutes. There were several episodes where low battery advisory and low battery hazard alarms were recorded. The investigation was unable to determine what caused the atypical events recorded in the log file as no equipment was returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.